Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken clamp arm. No damage appeared on the curved blade, but the clamp arm was found with a broken slot beneath the teflon pad. Failure analysis found the primary failure of the broken clamp arm to be related to the customer reported complaint. A broken piece approximately 0.10" x 0.08" was not returned. There was material missing. Cracked or broken components at the distal end of the harmonic ace insert are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling and misuse. A review of the procedure log with the information provided resulted in no additional information. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. No image or video clip for the reported event was submitted to isi for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert clamp arm. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the ethicon generator had a warning message indicating the pressure on the tip of the harmonic ace insert was too high. The customer noted that the harmonic ace insert would not work, but it was in well condition and not broken. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On 15-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the device was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy. There were no photographic images of the device or a video recording of the procedure. Also, patient demographic information was requested, but not provided.